Event description:
Company representative reported a lap-band system was "removed." Healthcare professional did not report to the company representative the reason for the removal. It is not known if the device was replaced follow-up information: healthcare professional reported "(patient) lost to follow-up for years, presented (with) gastric obstruction, therefore, explant (patient) had lost 250 lbs."

Manufacturer narrative:
Taper unknown. Allergan has received the product; however, the taper has not been identified nor has the analysis been completed at this time. The connector type cannot be identified nor an assumption made as the type of connector associated with this complaint because no serial number or implant date was given. Obstruction is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the implant date.